Manufacturer narrative:
The biomedical engineer reported that the hospital had rebooted the switches; and when they came back up, the telemetry system was in communication loss. They had rebooted the central nurse's station (cns), but it did not resolve the issue. Nihon kohden technical support (tech support) advised to reboot the multiple patient receiver (org), and the issue was resolved. No patient harm reported. The customer provided additional device information but no patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided for the telemetry transmitters. The customer provided additional device information for the orgs but no telemetry transmitter information. Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Central nurse's station: model: cns-6201a. Sn: (B)(4). Telemetry transmitter(s): model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the hospital had rebooted the switches; and when they came back up, the telemetry system was in communication loss. They had rebooted the central nurse's station (cns), but it did not resolve the issue. Nihon kohden technical support (tech support) advised to reboot the multiple patient receiver (org), and the issue was resolved. No patient harm reported.